Manufacturer narrative:
The customer staff claimed a malfunction of the enterprise 8000x bed frame equipped with electric drive (indigo module - intuitive drive assist). Allegedly, the indigo module drove itself. According to the information provided by the customer there was most likely no involvement of caregiver at the time of event. It was not entirely clear and no longer ascertainable by the customer. The bed was reported as defective to arjo technical department with no further details provided. There was no indication that any patient was on the bed frame at that time. No harm was claimed. The arjo technician resolved the claimed issue by the replacement of the indigo pcb and the issue did not reoccur. The faulty pcb returned from the market was evaluated by arjo electronic engineer. The evaluation of the pcb revealed that the gyroscope that is a part of the pcb assembly was faulty. Measurement errors of the inclination angle (by gyroscope) were observed. As a result of incorrect angle calculation, the device reads as if it drove up the slope and powers the wheel according to that state, while in fact being on a flat surface. The root cause of the claimed malfunction is considered as malfunction of the component of the pcb (gyroscope). Arjo device failed to meet its performance specification since the pcb malfunction resulted in an unintended movement of the bed. There was no allegation that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of the bed driving by itself, most likely without any operator's contact. No injury was sustained.

Manufacturer narrative:
The arjo technician replaced the pcb and confirmed correct functionality of the bed. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer staff claimed a malfunction of the enterprise 8000x bed frame equipped with electric drive (indigo module - intuitive drive assist). Allegedly, the indigo module drove itself. According to the information provided by the customer there was most likely no involvement of caregiver at the time of event. It was not entirely clear and no longer ascertainable by the customer. The bed was reported as defective to arjo technical department with no further details provided. There was no indication that any patient was on the bed frame at that time. No harm was claimed.